Event description:
It was reported that during an unk procedure, the device would not staple but it did cut. The surgeon finished the procedure with manual sutures. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.